Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose 471 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer's mother stated that the battery cap is kind of warped and has a crack on it. The customer's mother was advised that the we would replaced the battery cap as courtesy and to call helpline if any other issue arise.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.